Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 failed bringing entire station down. A field service engineer (fse) replaced the card and drawer controller and rebooted the system to resolve the issue. Fse also reseated the cable as the drawer two was not detected on the bus. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer 3.2 failed that caused the entire station to power down. There were no delay or adverse events or injuries reported based on this event.